Event description:
Pt's vessels were characterized by large medial sacral and huge lumbar arteries. However, the pt's left common iliac artery had been naturally occluded. Due to the anatomical condition of the left iliac artery an aortouni-iliac configuration of the modular zenith device was planned for the aaa repair. During the post angiogram, a proximal type I endoleak was detected. A balloon catheter was advanced to the proximal sealing stent and aggressively inflated. Endoleak still presisted. Another MFR's stent was then deployed within the proximal portion of the graft to increase the radial force at the site of the endoleak. Angiogram still viewed a slight endoleak, now characterized by two "blushes," exhibiting retrograde and antegrade flow. The blush detected appeared to have been a type ii. No further intervention was attempted due to current act level. CT to be performed in one week.